Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One (1) impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the distal end (at the screw vent). Bone debris on the external threads of the implant. Device history record (DHR) review was completed for the subject lot number (62445939). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62445939) for similar event keyword category (functional: fracture : implant) and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. UDI not available. Email address unknown / not provided. Telephone number unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported implant fractured and was removed. Discomfort reported as a consequence of the event.